Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. The investigation was unable to determine a root cause. Instrument performance checks and assay calibrations do not indicate a general assay or instrument problem. No additional information was provided regarding the patient.

Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ ss) result on the analytical e module for one patient sample. The original result was 2,735 miu/ml. This result was reported outside the laboratory to the physician. On (B)(6) 2010 per the physician's request, the original sample was repeated which yielded a result of > 10,000 miu/ml. The sample was auto repeated by the analyzer with dilution which yielded a result of 18,645 miu/ml. The user initially alleged the patient was given an abortion based on the original hcg+ ss result reported. Upon follow up with the user, the user could not definitively state the patient received an abortion and would be unable to determine this for sure. The user said the only patient information they could provide was the patient's diagnosis which was pregnancy and the patient was taking pre- natal vitamins. A previous hcg+ ss result of 12,548 miu/ml from (B)(6) 2010 was provided for this patient. No further hcg results were available to further clarify the patient's condition. The reagent lot number for hcg+ ss was 15851502. The field service representative was unable to determine a cause. Performance tests were run which were acceptable.